Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was completed and confirmed the customer complaint of a faulty screen; there was a dark image on the screen. The touchscreen was damaged. Analysis was unable to confirm that the electrocardiogram (ECG) connector was loose. Analysis also found that the keyboard, stylus, the keyboard rails, keyboard cover plate, and the hinge bullets were missing. The cable bay was cracked and the card reader had one cracked release pin. (B)(4).

Event description:
It was reported that the programmer display was faulty and the electrocardiogram (ECG) connector was loose. The programmer was returned for repair. No patient complications have been reported as a result of this event.